Event description:
Information received from the field notes that the patient presented to the hospital with a low heart rate. The device could not be interrogated and no output was seen on an ECG. The patient was not pacemaker dependent.